Manufacturer narrative:
The device was received on (B)(6) 2015. The engineering evaluation is in process. Supplement will be filed upon conclusion.

Event description:
Consumer used the heating pad for sore back and was burned. She was laying on the pad under covers for approximately 45 minutes or longer. She states the auto-shut-off did not turn off. No medication or medical attention required.